Event description:
It was reported from physician that the patient's increase in seizures was above pre-vns levels and was related to external factors, such as hemodialysis, and not related to vns. No other relevant information has been received to date.

Event description:
The patient's generator was replaced. The explanted generator was likely discarded per hospital policy. No further relevant information has been received to date.

Event description:
It was reported in clinic notes that per the patients mother, changes to vns settings often leads to increase in seizures frequency. Patient was referred for replacement due to battery depletion. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has an; defects¿ or;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.